Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electromagnetic interference was observed. It was noted there was an external alternating current and the clinician indicated they would investigate the environment of the patient. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.